Event description:
(B)(4) study. It was reported that an incomplete seal occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 30mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, aspirin was administered. On (B)(6) 2018, the patient was discharged on aspirin and clopidogrel. At the patients 3-month follow up a 3mm jet was observed. On (B)(6) 2019, the patient presented for 12 month follow up transesophageal echocardiogram (tee). The tee revealed an incomplete seal with a 6 mm jet size. Patient was on aspirin at the time of event. No patient complications were reported.